Manufacturer narrative:
This is a duplicate report of MFR# 1818910-2019-86328. MFR# 1818910-2019-105591 is being retracted as it is reported duplication. MFR# 1818910-2019-86328 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. Ppf alleges infection. Doi: (B)(6) 2015. Dor: (B)(6) 2015, (left hip). (B)(4) for initial surgery.